Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The sram was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a checksum error message and would not boot up. There is no report of injury or death associated with the event described in this complaint.